Event description:
The pt reported that he inserted a new insulin cartridge and was attempting to prime the device, but insulin would not drip out of the end of the tubing and he was getting an e11 (set not primed) alarm. The pt reported that he attempted to prime the device about 20 times unsuccessfully. The pt stated that the insulin remaining counter on the device would change each time, but still no insulin flowed from the tubing. The pt switched to his backup infusion device and used the same insulin cartridge and infusion set tubing and the device primed successfully the first time. The pt did not have any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was requested to be returned for eval.

Manufacturer narrative:
Add'l MFR narr.